Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to high pacing impedance out-of-range of over 2000 ohms. This ra lead is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned intact, not severed. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 212 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observation of high out-of-range pacing impedance was likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to high pacing impedance out-of-range of over 2000 ohms. This ra lead was returned for analysis and no additional adverse patient effects were reported.